Event description:
It was reported that while the IV syringe pump was delivering a low dose epinephrine infusion, the device suddenly turned off and showed channel error code 13-1033-149. The epinephrine infusion set-up was moved to another device module. There was a brief drop on patient's mean arterial pressure (map) but it was within acceptable limits and no interventions required.

Manufacturer narrative:
The customer¿s experience of a channel error 13-1033-149 was confirmed in the syringe module device logs, however the sequence that triggered the error was not identified. The syringe module event log shows syringe module s/n (B)(4) was in use since 01:59 pm on (B)(6) 2019 and was infusing an unidentified medication at a rate of 1.2ml/hr. The last entry recorded in the log was for a channel select at 7:20 am. The next entry recorded was for a power on event at 8:11 am on (B)(6) 2019. The syringe module error log shows a software fault (fault ID 13-1033-149) occurred at 10:56 am on (B)(6) 2019. The pcu and/or its logs were not received for investigation and the actual keypresses that were performed prior to the malfunction were not able to be replicated. The device was being used for treatment. The root cause of the customer¿s experience of a channel error 13-1033-149 was not identified. Patient information was requested but not provided.

Event description:
It was reported that while the IV syringe pump was delivering a low dose epinephrine infusion, the device suddenly turned off and showed channel error code 13-1033-149. The epinephrine infusion set-up was moved to another device module. There was a brief drop on patient's mean arterial pressure (map) but it was within acceptable limits and no interventions required.